Manufacturer narrative:
G4: 22jul2020 b4: (B)(6) 2020 the determination could be made that the device failed to meet specifications, the navigation-ring failure was determined to be due to liquid ingress. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14june2019. The manufacturer's field service engineer confirmed the reported nav-ring issue. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer's biomed stated that the nav-ring had failed. There was no patient involvement.